Manufacturer narrative:
As reported in a research article, a patient was implanted with an epic supra valve w/flexfit; 7 years later an event of congestive heart failure, severe aortic valve stenosis, and valve explant was reported a more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The article, "redo aortic valve replacement with a stentless bioprosthesis: a case report" was reviewed. The research article presents a case study on a (B)(6) year old male, who suffered from congestive heart failure due to severe aortic valve stenosis caused by a 19mm biological prosthesis (sjm epic valve) implanted 7 years earlier. A redo aortic valve replacement with a novel stentless biological prosthesis (solo smart 23mm, livanova plc, london, UK) was successfully performed with this patient. The article concluded that the solo smart prosthesis is anchored not to the annulus, but to the aortic wall of the sinus of valsalva; therefore it has several advantages over conventional stented prostheses because a larger prosthesis can be implanted and manipulation of the fragile annulus in cases of redo surgery can be avoided. Recently, transcatheter aortic valve implantation into the valve prosthesis has become a standard therapy, but it is not possible in patients having a 19mm aortic valve prosthesis. The solo smart prosthesis could be a reasonable option for such patients.